Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat genuine stress urinary incontinence, vaginal vault prolapse and anterior vaginal prolapse. It was reported that the patient had the concurrent procedures of abdominal sacral colpopexy, enterocele repair, sigmoid rectopexy, anterior colporrhaphy and colposcopy performed during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, recurrence, bleeding, dyspareunia, neuromuscular problems neuropathy pain in feet. (B)(4).

Manufacturer narrative:
Date sent to FDA: 04/21/2016, it was reported that following insertion the patient experienced urinary tract infection, recurrence pelvic organ prolapse and recurrence stress urinary incontinence. (B)(4).

Manufacturer narrative:
(B)(6). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.